Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition 48, everolimus eluting coronary stent system (eecss), instructions for use as a known patient effect of coronary stenting procedures. Based on the information reviewed, there is no indication of a product quality issue. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a heavily calcification, heavily tortuous right coronary artery (rca) that is 99% stenosed. The lesion was pre-dilatated with an unspecified device and the 3.5x48mm xience xpedition stent delivery system (sds) was deployed. An edge dissection was observed and another xience xpedition was used to treat the dissection. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.